Event description:
The following was reported to hamilton medical ag: customer reports:-"device in use on patient with hourly meal breaks, user went to place patient back on and the patient monitor alarmed saturations dropping. User found that the vent was flowing 0.2l/min rather than the 70l/min 100% o2 set." Device was replaced. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) .

Event description:
The following was reported to hamilton medical ag: customer reports:-"device in use on patient with hourly meal breaks, user went to place patient back on and the patient monitor alarmed saturations dropping. User found that the vent was flowing 0.2l/min rather than the 70l/min 100% o2 set." Device was replaced. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: customer reports: "device in use on patient with hourly meal breaks, user went to place patient back on and the patient monitor alarmed saturations dropping. User found that the vent was flowing 0.2l/min rather than the 70l/min 100% o2 set." Device was replaced. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Investigation result: the problem appeared at start-up. No patient, user or third-party harm or delay in treatment was reported. Hamilton medical ag received the device and the log files for investigation. To reproduce the problem, each modality was tested and no error occurred when the device was checked by hamilton medical ag. The device functioned as intended.